Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure wherein a part of the lead was explanted for an unknown reason.

Manufacturer narrative:
Additional information was received that the lead and ipg were explanted. Additional suspect medical device component involved in the event: model#: sc-1110 serial#: (B)(4) description: precision implantable pulse generator (ipg) it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a revision procedure wherein a part of the lead was explanted for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure wherein a part of the lead was explanted for an unknown reason.